Manufacturer narrative:
A philips clinical product specialist reviewed the information provided. Based on the information provided the following determination was made: the audit logs indicated that the red sound played for each red alarm generated. Some ¿no data tele inop¿s alarms were seen, but none during the time in question. The red alarms were acknowledged very quickly from the pic ix. There are several red ECG alarms at 4:40-4:42; after this, only respiration alarms with one pacer not pacing generated at 04:49:57 is seen. The ¿ECG leads off¿ alarm was generated at 05:57:18 and the device was put into standby from the pic ix at 6:05:09 and it remained in standby until 7:16:43. A asystole generated at 07:16:28 and red and yellow spo2 alarms generated over the next 30-45 min. The patient was discharged at 9:51:52. Based on the information available and the testing conducted, the cause of the reported problem was related to a use error. The reported problem was confirmed. Based on the information provided, the event was related to use error. The logs indicate that the red sound played for each red alarm generated. The red alarms were acknowledged very quickly from the pic ix. The investigation concludes that no further action is required at this time.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips patient information center ix (pic ix) indicating that there were no audible alarms during a patient episode. Patient involvement was reported; it was indicated that the patient passed away. This record is related to MFR report number 1218950-2024-00397.